Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. In addition, the instrument conductor wire was damaged at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument conductor wire was damaged. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use with no issue. The black conductor wire was loose. There was no loss of cautery and no sign of thermal damage. Arcing was not observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment falling into the patient¿s anatomy. There was no procedure delay.